Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that their first device shifted, and the healthcare provider didn¿t see this on an x-ray. It was noted that the device was turned off because the patient¿s toes curled and the patient couldn¿t walk; it was stated that they were able to walk with the device turned off. It was also reported that they still have a lead implanted because the lead grew into their bone so the healthcare provider had to leave the lead in. No further patient complications are anticipated or expected as a result of this event.